Manufacturer narrative:
Additional device components: plc201400 (B)(4) & plc161200 (B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoleaks.

Manufacturer narrative:
Results: the imaging evaluation stated the following: available post-implantation images include only non-contrast CT, therefore endoleak cannot be evaluated with available post-implantation images. The trunk-ipsilateral leg endoprosthesis appears to have been deployed ~9.8mm distal to the right renal on the post implantation images. Based on the area of implantation, on the pre-implant images, the aortic diameters appear to range from 22mm ¿ 29mm over the proximal neck. On the post-implantation images, there appears to be poor wall apposition at the proximal end of the trunk. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include but are not limited to endoleaks.

Event description:
On (B)(6) 2014, a patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2014, the patient had a surveillance ultrasound followed by an angiogram. Since the patient had renal issues, no contrast media was used. Instead, the angiogram was performed using co2. The angiogram showed what appeared to be a type I endoleak coming from the proximal end of the excluder trunk ipsilateral leg endoprosthesis. On the same day an aortic extender endoprosthesis was deployed at the proximal end of the originally implanted excluder and the endoleak resolved. The patient did well following the procedure.